Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Adc has made three attempts via phone as well as email to gather additional information and has been unsuccessful thus far, however additional attempts will be made. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint from healthcare provider on (B)(6) 2020 in addition to the (B)(6) user reports received on (B)(6) 2020 and (B)(6) 2020, which contained the following information: customer experienced pain, a skin reaction and received low readings while wearing an adc freestyle libre sensor. Customer received unspecified low sensor readings. Customer's insertion site started to become erythematous with swelling and he experienced pain with symptoms of infection while wearing the sensor. Customer was feeling unwell, confused and condition deteriorated and the sensor was removed. Customer experienced "death like" situation and was hospitalized with suspected septicemia and necrotizing fasciitis that required surgery. It was further reported that customer experienced multiple organ failure following surgery and required treatment in intensive care. Sensor reading of "lo" (readings less than 40 mg/dl) was obtained compared to reading of 8 mmol/l (144 mg/dl) on an unspecified date. It was additionally reported that the customer remained in critically ill condition at the time of report and that it will be unlikely for patient to survive this episode. The doctors suspected that the event was due to sensors. No further information was reported and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The hcp was contacted, and additional details were collected regarding this issue. The timeline of the events was reported as follows: on (B)(6) 2020, the patient attended a freestyle libre group at (B)(6) hospital where a sensor (provided by an abbott representative) was inserted by a diabetic specialist nurse (dsn) after using alcohol wipes to clean the area and nothing unusual presented. On (B)(6) 2020, the patient phoned the hospital reporting that the sensor was not working and agreed with the admin that a dsn would call the following day. On (B)(6) 2020 around 1 pm, the patient agreed to remove the sensor during a call with the dsn. On the afternoon/evening of (B)(6) 2020, the patient became more unwell and was admitted to royal united hospital with an infection. At the time of the medical event, the patient was not diagnosed with severe low blood sugar, severe high blood sugar, or dka but was diagnosed with cellulitis to upper limb and sepsis. The following patient medical conditions were also reported: diabetic retinopathy, diabetic neuropathy, ischaemic heart disease with recent mi, anemia of unexplained origin, and igg kappa monoclonal gammopathy of unknown significance. The following hcp readings/laboratory results were reported: lactate 3.5 on admission to the hospital, crp 300 egfr 22 (previously 75), urea 19.6. A hba1c of 5.7 mmol was on record for this patient, however that result was recorded in (B)(6) 2020. The serial number of the reader was also obtained (B)(6). Dhrs (device history record) for the libre reader were reviewed by abbott diabetes care and the dhrs showed the libre reader passed all tests prior to release. A sensor serial number was not reported with this complaint, however reference to manufacturing lot# 03a007f was made. All released sensor serial numbers associated with lot 03a007f met the required manufacturing release criteria as per the certificate of conformity for lot 03a007f provided by the tpm. Adc has made further attempts to contact the hcp via phone and email to obtain information regarding the current status of the patient, however, to date, the hcp has not responded. If product is returned or additional information is received, the case will be re-opened and a physical investigation will be performed. If product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a complaint from healthcare provider on 9-mar-2020 in addition to the mhra user reports received on 10-mar-2020 and 15-mar-2020, which contained the following information: customer experienced pain, a skin reaction and received low readings while wearing an adc freestyle libre sensor. Customer received unspecified low sensor readings. Customer's insertion site started to become erythematous with swelling and he experienced pain with symptoms of infection while wearing the sensor. Customer was feeling unwell, confused and condition deteriorated and the sensor was removed. Customer experienced "death like" situation and was hospitalized with suspected septicemia and necrotizing fasciitis that required surgery. It was further reported that customer experienced multiple organ failure following surgery and required treatment in intensive care. Sensor reading of "lo" (readings less than 40 mg/dl) was obtained compared to reading of 8 mmol/l (144 mg/dl) on an unspecified date. It was additionally reported that the customer remained in critically ill condition at the time of report and that it will be unlikely for patient to survive this episode. The doctors suspected that the event was due to sensors. No further information was reported and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.